Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-oct-2023. The most recent information was received on 17-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("to remove the inserts, I had to undergo a one-piece hysterectomy due to the position of the inserts") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of premenopause. On (B)(6) 2009, the patient had essure inserted. In 2013, she experienced device dislocation (seriousness criterion intervention required), general physical health deterioration ("deterioration of my general condition"), fatigue ("severe fatigue"), arthralgia ("various joint pains (knees, elbows, wrists, ankles, then shoulders (2 capsulitis) and hips)"), disturbance in attention ("impaired concentration"), memory impairment ("memory problems"), sinusitis ("frequent sinusitis"), nasal dryness ("dry nose"), dry skin ("dry skin"), middle insomnia ("sleep disorders and frequent awakenings"), pollakiuria ("frequent urination"), thirst ("continuing thirst"), abdominal pain ("abdominal pain"), constipation ("constipation"), libido disorder ("libido disorders") and periarthritis ("shoulders (2 capsulitis)"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove the inserts, one-piece hysterectomy was pperformed). At the time of the report, the general physical health deterioration, fatigue, arthralgia, disturbance in attention, memory impairment, sinusitis, nasal dryness, dry skin, middle insomnia, pollakiuria, thirst, abdominal pain, constipation, libido disorder and periarthritis had not resolved. The reporter considered abdominal pain, arthralgia, constipation, device dislocation, disturbance in attention, dry skin, fatigue, general physical health deterioration, libido disorder, memory impairment, middle insomnia, nasal dryness, periarthritis, pollakiuria, sinusitis and thirst to be related to essure administration. The reporter commented: "I was never made aware of the dangers of essure inserts: I was not warned by my treating doctor or by the clinic where the insertion took place (which moreover did not give me any card or details) or by the local sickness insurance fund. My health problems were ignored and downplayed, attributed to age and the menopause. It was not until recently that I read the testimony of a victim of the side effects of essure inserts and that I felt completely identified with what she said. I began the process of removing the inserts, I was heard and the process was quick. Unfortunately, to remove the inserts, I had to undergo a one-piece hysterectomy due to the position of the inserts. Even though the operation and treatment went well, I find it deplorable to have suffered this patient¿s current status: removal of essure inserts at the end of (B)(6) 2023. Waiting for symptoms to improve. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("to remove the inserts, I had to undergo a one-piece hysterectomy due to the position of the inserts") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of premenopause. On (B)(6) 2009, the patient had essure inserted. In 2013 she experienced device dislocation (seriousness criterion intervention required), general physical health deterioration ("deterioration of my general condition"), fatigue ("severe fatigue"), arthralgia ("various joint pains (knees, elbows, wrists, ankles, then shoulders (2 capsulitis) and hips)"), disturbance in attention ("impaired concentration"), memory impairment ("memory problems"), sinusitis ("frequent sinusitis"), nasal dryness ("dry nose"), dry skin ("dry skin"), sleep disorder ("sleep disorders and frequent awakenings"), pollakiuria ("frequent urination"), thirst ("continuing thirst"), abdominal pain ("abdominal pain"), constipation ("constipation"), libido disorder ("libido disorders") and periarthritis ("shoulders (2 capsulitis)"). Essure was removed on (B)(6) 2023 by surgery (to remove the inserts, one-piece hysterectomy was pperformed). At the time of the report, the general physical health deterioration, fatigue, arthralgia, disturbance in attention, memory impairment, sinusitis, nasal dryness, dry skin, sleep disorder, pollakiuria, thirst, abdominal pain, constipation, libido disorder and periarthritis had not resolved. The reporter considered abdominal pain, arthralgia, constipation, device dislocation, disturbance in attention, dry skin, fatigue, general physical health deterioration, libido disorder, memory impairment, nasal dryness, periarthritis, pollakiuria, sinusitis, sleep disorder and thirst to be related to essure administration. The reporter commented: "I was never made aware of the dangers of essure inserts: I was not warned by my treating doctor or by the clinic where the insertion took place (which moreover did not give me any card or details) or by the local sickness insurance fund. My health problems were ignored and downplayed, attributed to age and the menopause. It was not until recently that I read the testimony of a victim of the side effects of essure inserts and that I felt completely identified with what she said. I began the process of removing the inserts, I was heard and the process was quick. Unfortunately, to remove the inserts, I had to undergo a one-piece hysterectomy due to the position of the inserts. Even though the operation and treatment went well, I find it deplorable to have suffered this." Patient¿s current status: removal of essure inserts at the end of (B)(6) 2023. Waiting for symptoms to improve. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.